Event description:
The physician was using a penumbra system 032 to treat a patient when the penumbra system separator 032 broke off inside the penumbra system reperfusion catheter 032. The proximal section of the separator was removed from the patient and discarded, and the distal portion remained inside of the catheter. The physician removed the catheter from the patient and completed the case with a new catheter and separator. This MDR is associated with MDR 3005168196-2011-00192.

Manufacturer narrative:
Results: the catheter shows an ovalization in the distal portion, 1.2 to 2.5 cm from the distal tip. The returned distal portion of the separator measures 150 cm. The separator break occurred outside the hub of the catheter. The most proximal 2.0 cm of the separator shows multiple bends and there is a sharp bend 8.0 cm from the break at the proximal end, just distal of the taper grind section. The proximal end (approximately 20 cm) of the separator was not returned for evaluation. In order to determine the functionality of the catheter, a 0.032" mandrel was introduced into the hub end and advanced distally. The mandrel stopped approximately 2.8 cm from the distal tip of the catheter. The catheter and separator are non-functional. Conclusion: the complaint does not specify whether the catheter tip was ovalized in the patient, coming out of the patient, or if this damage happened after the procedure. If the ovalization was present when the separator was introduced, the physician may have manipulated the separator with the taper grind region outside of the rhv in an attempt to pass the resistance caused by the ovalization. If the proximal taper grind is manipulated outside the rhv, the separator is susceptible to bending and eventually breaking at the proximal end. There was little detail provided about the case.